Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was implanted in a patient. In the night post-procedure, patient suffered a stroke that lasted for about a week . Was heparinized as a treatment plan. It was reported that patient was placed on palliative care over the weekend and passed away (B)(6) 2024. The cause of death is unknown, the implanter classifies the death as related to the procedure and patient comorbidities. The valve was working well.

Manufacturer narrative:
An event of stroke/cva and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided information was reviewed by medical affairs. Based on the information received, the cause of the reported death appears to be related to procedural circumstances and patient comorbidities. However, the reported stroke could not be determined. The reported unexpected medical intervention and serious injury/illness/impairment were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.